Manufacturer narrative:
The monitor sn (B)(4) and belt sn (B)(4) were returned for evaluation by zmc. The belt evaluation is still underway. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. No indication of any device malfunctions.

Event description:
Zoll was notified by a us distributor that a patient passed away on (B)(6) 2018 around 7pm. It was reported that the patient was wearing the lifevest and was treated prior to passing. Per the patient's wife, the patient was unconscious and was treated by the lifevest. Ems was called and performed CPR. The patient was transported to the hospital and reportedly unconscious. It was reported that the lifevest was removed prior to the patient's arrival at the hospital. Per review of the event, at 6:28:14pm, the device first detected an arrhythmia. The ECG shows that the patient was in vf with CPR artifact. The device appropriately treated the patient at 6:28:49pm while the patient was in vf. The post-shock rhythm was asystole. Post-shock asystole is a known potential outcome of defibrillation therapy. A second treatment was delivered by the lifevest at 06:31:06 pm while the patient was in asystole with intermittent cardiac activity. The post-shock rhythm was bradycardia at 30 bpm. Device data indicates that the device was detecting bradycardia and a non-treatable rhythm prior to the electrode belt disconnection at 6:32:34 pm.